Event description:
It was reported that the patient felt the implants at tooth sites #33 and #35 were red, swollen and painful, and came to the clinic to check it was found that there was abscess and infection around the implants, so the implants were removed.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02714. Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02714-1. This report is being submitted to relay additional information and device evaluation. DHR review was completed for the associated subject lot numbers 63820606 & 63849307. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization record review was performed for the associated lot numbers 63820606 (st# 3329) & 63849307 (st# 3383) and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63820606 for similar events and 2 other relevant complaints were identified. Complaint history review was performed for the reported lot number 63849307 for similar events and 5 other relevant complaints were identified. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information received at the time of this report.